Manufacturer narrative:
A ge service rep performed an on site investigation. The defective camera was replaced as well as associated parts. The camera was calibrated centering the dose focus and all alignments. The system was tested and operates as intended.

Event description:
The customer reported, the 9800 system would not display a fluoroscopic x-ray image. No pt injury was reported.